Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed. The cause of the optical signal issue was most likely patient condition related due to several amount of placement signal low alarms observed during the entire case with p-level change. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported an ongoing placement signal low alarm during impella cp support. The alarm was silenced, and proper positioning was verified via echocardiography. The patient deteriorated and was made do-not-resuscitate. The patient eventually expired.